Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's system consists of a boston scientific device which is interfaced to a competitive defibrillation lead by a boston scientific adapter. The system had been exhibiting varying shock impedance measurements ranging from 20 ohms to greater than 200 ohms. A revision procedure was performed and damage to the adapter was revealed. The adapter was repaired and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating that an additional revision procedure was performed to remove this patient's competitive leads and this adapter. No additional adverse patient effects were reported.